Event description:
Procedure type: cholecystectomy. According to the reporter: the bag broke into the abdomen of the patient, another device was used to extract the specimen. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).